Event description:
There was an allegation of a questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application result from the cobas integra 400 plus w/o ise analyzer. The initial result was 6.95 %. The repeat result was 5.75 % and was believed to be correct.

Manufacturer narrative:
The cobas integra 400 plus w/o ise serial number was (B)(6). The field service engineer checked the analyzer and did not find any issues. The investigation is ongoing.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.